Event description:
It was reported that an alert for possible output circuit damage was noted. The ICD was explanted.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Analysis found that the sosd alert was triggered by an anomalous component. The cause was not determined. Further testing could not be performed due to damage sustained during testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.